Manufacturer narrative:
A follow up report will be sent upon completion of this investigation. This product is 510k exempt, class I (general controls) (B)(4).

Event description:
The customer reported that on 3 occasions, when the infusion pump was stopped, the infusion pump stopped but, the drug administration calculation continued to be displayed as if the pump was still infusing. There was no reported adverse patient impact.

Manufacturer narrative:
This product is 510k exempt, class I (general controls) mdds, (B)(4). This case was reported due to the limited information regarding the reported potential of drug miscalculation and reporting timeline. However, after receiving new information and concluding our investigation we determined this would not cause a drug miscalculation, a death or serious injury if this were to recur. This is not a safety issue where the innovian software is an external database used for storing data only. The innovian software does not control any medical devices including infusion pumps. Infusion pumps are not physically connected to the draeger innovian software. In this case, the user is manually entering the start and stop times for the infusion pumps and entering the actions into the innovian software. A green square indicator notifies the user that the infusion has stopped. An update has been made to the latest software which provides separate listings for currently infusing and stopped medications. The customer was provided the option of updating their software.

Event description:
The customer reported that on 3 occasions, when the infusion pump was stopped, the infusion pump stopped but, the drug administration calculation continued to be displayed as if the pump was still infusing. There was no reported adverse patient impact.